Manufacturer narrative:
Section h1: corrected information. Section d4, h4: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a clock not set alarm; however, the cause of this event could not be conclusively determined through this evaluation. Evaluation of the log file also confirmed a no external power alarm due to depletion of the patient¿s 14 v batteries. The submitted log file contained the captured date and time of 01jan2001 1:00:00 am for the entirety of the log file, indicating that the clock was not set for all recorded data. The duration of the submitted log file could not be determined. The pump was set to a fixed speed of 9200 rpm and operated above the low speed limit of 8800 rpm for all recorded data captured within the log file. The log file captured the patient operating on batteries for the entire duration of the log file. The log file captured a continuous yellow wrench advisory due to the clock not being set, power cable alarms which were associated with routine power exchanges, and many low battery advisory alarms which progressed into low battery hazard alarms in some cases. The log file captured a no external power alarm after the log file captured a low battery advisory alarm which progressed into a low battery hazard alarm until the patient¿s 14 v batteries were fully depleted, triggering the no external power alarm and recording the backup battery in use. Due to the clock not being set prior to this event, it was unable to be determined through this evaluation whether the pump stopped. The low battery alarms and no external power alarm resolved after the patient connected to a charged 14 v battery. The account reported that the patient did not experience any issues related to the event and is doing well at home. The patient remains ongoing on vad support with no further issues reported. The hmii lvas IFU, as well as the hmii patient handbook, provide important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The heartmate ii lvas IFU addresses pump speed, power, flow, and pi and states ¿at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times.¿ the patient handbook also warns that the pump will stop if the system controller is disconnected from power. If system controller is disconnected from power, reconnect it right away. The IFU and patient handbook also outline all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced a yellow wrench alarm indicating real time clock not set. The timestamp indicates all power was depleted from the external power source as well as the controllers internal battery, thus resetting the controllers timestamp and stopping the pump. Unfortunately, the time this event took place was pushed out of memory so we do not know the specific details/timeline surrounding this event. At times it does appear this patient is sleeping on battery power. Noted a low battery hazard event prompting the controllers internal battery to provide power to the pump. Throughout the entire log file we do not see the patient connect to ac power. There were no adverse events related to the patients health due to the pump stop. No further information was provided.